Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported, the infusion device does not deliver the correct dosage of insulin. No info regarding the pt's blood glucose was provided. No further info is available. The pt did not require medical assistance from a health care professional or other party to address the issue. The infusion device was replaced and requested to be returned for eval.